Manufacturer narrative:
The delivery catheter was returned for the reported events of premature separation and activation failure. The reported event of premature separation was confirmed and attributed to a manufacturing issue. Visual examination found the tethers were in the misaligned position and the catheter was bent due to procedural damage. X-ray examination found the release tether was slipped inside the tether screw, as the align offset was out of specification. The cause of the reported event of premature separation was the slipped tether due to a manufacturing issue.

Event description:
Related manufacture reference number: 2017865-2023-37028. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, the leadless pacemaker prematurely separated from delivery catheter. Post separation, the leadless pacemaker returned to the right atrium and moved into the inferior vena cava (ivc), causing patient symptomatic of embolism. The leadless pacemaker was collected with a retrieval catheter. After retrieval, it was noted that the delivery catheter also exhibited an activation failure. The implant procedure was completed with a separate leadless pacemaker and delivery catheter on 10 jul 2023. There no were no patient consequences.